Event description:
The customer reported that the ventilator shut down during normal ventilation operation. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported visual inspection of the unit noted the screen was black and there was a single tone alarm active and led flashing. The manufacturers field service engineer confirmed the unit would not power up, the screen was blank and the led was flashing with no audible alarm. The service engineer replaced the cpu and power management pcb boards to address the reported problem. Applicable final testing was completed and passed per operating specifications.